Manufacturer narrative:
Date sent to FDA: 05/05/2016, (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted using absorbatack for fixation. The mesh fell off into abdominal cavity and adhered to bowel loop. The professor opines that the fixation device was not compatible to the mesh and believes this was a result of mesh fixation problem.